Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It was reported during a total knee replacement procedure on (B)(6) 2013, the modified trinkle ream attachment stopped working. The device was functioning initially, but then stopped functioning completely. The procedure was delayed approximately 10 minutes while another device was prepared. The procedure was completed with no further events/issues or adverse event to patient. This report is for a modified trinkle ream attach for trauma recon system. This is 1 of 1 device for this event reported on (B)(4).